Event description:
In 2008, the pt reported that his infusion site fell off of his body while changing his clothes. He stated that the infusion tubing was caught on his pants and pulled the infusion site out. He stated that the adhesive of the infusion site did not feel "sticky." He stated that he played golf and walked on a treadmill but did not perspire a lot. He stated that he has tried using adhesive dressings but they irritate his skin. He was sent liquid adhesive to try. Upon follow up with the pt the following month, he stated that he used the liquid adhesive while playing golf and the infusion site stayed in place. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.